Event description:
The customer reported the system displayed an xray disabled error. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was upgraded. The system was tested and found to be working as intended, and put back into service.